Event description:
It was reported that he observed "erosion" of both cranial and caudal endplates of the treated disk. Bone union has not occurred. The patient will undergo a revision surgery very soon.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
CT scans provided of l3-l5 transforaminal lumbar interbody fusion (tlif). One axial and two sagittal views of l3-l4-l5 transforaminal lumbar interbody fusion (tlif). Spacer at l4/5 is metallic and not device. Spacer at l3-4 is a different device and could be the 1st spacer. Pedicle screws in place l3-l4-l5 with digital subtraction techniques to manage artifact. Axial view is through upper l3 screws showing bone loss around screws indicating possible loosening. No solid fusion noted at l3-4. Cyst is developing into body of l3 based from area of spacer. Normal remodeling noted at l4/5. Consistent with chronic non union with instability or infection.